Event description:
This is the second of two incidents. Please refer to MDR 9610905-2006-0002. Doctor was implanting a 51-512-15 symphsis distractor, 15mm martin wing style into a male. Doctor fixated distractor, made osteotomy line and removed distractor and did osteotomy. Distractor was fixated again and actiated and it became hard to turn and did additional cutting several times until the distractor broke at the weld. Distractor was removed and hospital disposed of distractor. Doctor replaced with new distractor, old additional cutting and again activated the distractor but could not get complete movement and had to do the above steps again until she got full movements. Distraction started 7 days later and proceeded for 1 1/2 weeks when patient started to deliver when patient started to dehisce so distraction was stopped then restarted a couple of days later, distraction was completed and the patient went into consolidation. At day 4 or 5 in consolidation, patient heard a snapping sound, patient said he was not eating or doing anything that would cause it to break. Patient returned and the doctor tried to get distractor but there was no movement. Surgery revealed that one plate had separated at the weld. Distractor was removed and patient was plated.